Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-21612. It was reported the pt experienced loss of stimulation. Reprogramming was unsuccessful as left-side stimulation could not be restored. Diagnostics indicated invalid impedance values on the left lead. The pt has other health issues that he is dealing with at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.